Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 component code, type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6 problem code. H3: the revision reported was likely the result of prosthesis fracture, disassociation, and wear of the anatomic glenoid component. The cause of this fracture cannot be confirmed may have been due to incomplete seating of the implant and/or off-axis drilling of the peg holes during implantation resulting in a rocking horse effect, dissociation of peripheral pegs, and prosthesis wear. However, this cannot be confirmed because the component was not returned for evaluation and no radiographs were provided.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s; (B)(6), 300-20-02 - equinox square torque define screw drive kit; (B)(6), 300-30-06 - equinoxe preserve stem 6mm; (B)(6); 310-01-41 - equinoxe, humeral head short, 41mm (alpha).

Event description:
As reported, the 73 year old female patient had an initial right tsa on (B)(6) 2022. The patient underwent a revision of the failed anatomic shoulder arthroplasty on (B)(6) 2024. The reason for the revision was the glenoid. On x-ray it was clear the pegs had disassociated from the poly, no trauma reported, cuff still intact. Upon removal of the implant, only the superior peg remained, both posteriors were dissociated and central cage was grown in. It is worth noting the poly did not break off cleanly from the central peg and the threaded portion still contained poly. Trephine drill was used to extract. It's likely the poly was then rubbed against the cage, resulting in loss of poly. The patient was revised to a standard small baseplate, lots of glenoid bone loss, no immediate signs of infection but tissue samples were taken. 6mm preserve stem retained. All parts, pieces and fragments were removed from the patient wound site. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.